Manufacturer narrative:
The field service engineer determined the gear pump pressure was too low. The gear pump, rinse levels, and sample probe were adjusted. A cell blank measurement was performed and there were no abnormal cells. Precision studies were run and recovered within specifications.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas 8000 c 502 module. The sample initially resulted in an hba1c value of 5.7 % and this value was reported outside of the laboratory to the physician. The result was questioned. The sample was repeated, resulting in a value of 11.6 %. The repeat value was deemed correct. The hba1c reagent lot number was 69552601, with an expiration date of 31-mar-2024.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.